Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. According to the reporter, the patient had several incidents where he felt low and had readings of 30-40 mg/dl obtained on another meter, but the subject meter did not provide readings that did not correlate. On the morning of the call to lfs, the patient reported blood glucose result of ¿104 mg/dl¿ with a lifescan meter and ¿69 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. In addition, the patient had hypoglycemic readings on another meter and was feeling low while he managed his blood glucose with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.